Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. However, without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed. No specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports the connection of the extension set and angiocath (bd autogaurd) leaks medication from the posterior aspect of the connection. Medications that should have gone into patients have been diverted through leaking ports. The leaks have led to radioactive spills that required cleanup.